Event description:
Technician reported that the foot brakes did not hold. Technician found this stretcher out of service and there were no reported injuries.

Manufacturer narrative:
Technician replaced the foot brake casters, tested all functions, everything working correctly.